Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve, high resistance was felt pushing the 26mm commander delivery system with the crimped s3u valve through the final part of the 14fr esheath+ at the small radiopaque ring of the tip. However, the s3u valve was able to be successfully implanted. Upon its removal, the distal tip of the esheath+ was noted to be torn. The patient did not suffer any vascular injury.

Manufacturer narrative:
The investigation is ongoing.